Event description:
A 3.0 mm diameter x 24 mm length endeavor drug-eluting coronary stent was successfully implanted in the proximal to mid lad. It was reported that 38 months post index procedure that the pt expired of unk cause. No additional details have been provided. Investigator assessment stated that the relation between the study device, drug and the event is not assessable.

Manufacturer narrative:
(B) (4). Results: death.